Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 9:30 am she experienced "nausea, aggravated by gastroparesis." The customer immediately tested using her adc blood glucose meter and received a reading of 67 mg/dl that was lower than she felt. At 10:00 am her husband brought her to the local hospital emergency room. No treatment was administered by the customer or her husband. At 10:30 am in the ER, the customer was tested with an hcp meter and received a reading of 300 mg/dl. The customer was diagnosed with hyperglycemia and treated with an injection of 16 units of insulin (novolog), and an intravenous infusion of "hydromosine" (unknown medication). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1501910 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.